Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime/ compromised force sensor and excessive no delivery test. No excessive no delivery alarm noted. No a64 alarm noted. The pump passed the self-test. No battery out limit alarm noted. However unit had high idle current due to moisture damage on electronics. The pump received with scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm, battery out limit, and failed self-test. The blood glucose at the time of the incident was 243 mg/dl. The customer states the pump keeps restarting. The customer declined troubleshooting. The history was reviewed and noted the battery out limit and no delivery. The device will be returned for analysis.